Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat the patients right mid great saphenous vein (gsv) ((B)(6) 2024). Minimal vessel tortuosity was reported. There were no abnormalities reported in relation to anatomy. This is an initial reaction event. Only one leg was treated. The blue introducer was not used. Physician accessed with the glue catheter only. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. There are no known patient allergies or any pre-existing conditions, the patient was screened for allergies and autoimmune disorders prior to ordering venaseal. There are no known co-morbidities. The vein did close, duplex ultrasound showed no dvt/egit immediately post procedure, and no flow through area of treated gsv. Approximately 24 hours after venaseal procedure ((B)(6) 2024), hives, hypersensitivity, skin irritation, itching & rash broke out all over patients body (not legs), no broken skin/blisters, more sandpaper quality, subsequently reported worsening and spreading down bilateral lower extremity (ble). Rash began in torso and spread to legs, arms, neck and inside mouth. Patient reported low grade fever (patient did not return for follow up, so unmeasured in-clinic). It was reported that patient had b-12 injection a few days prior to reaction and patient with polypharmacy inclusive of hormone therapy. Patient preferred going to ed. Patient was seen in ed and treated with injected steroids (medrol dose pack) & released. The ed found no histamine response evident so unsure if hives are related to venaseal implant. Provider is requesting patient see an allergist or infectious disease. Issue is still present. Patient called to report 3rd trip to ed and that they released patient on steroids which were not working, therefore a higher dose of prednisone was prescribed. Patient called to report thickened tongue and worsening rash and was advised to report to ed again ((B)(6) 2024). The ed was informed of patient situation <(>&<)> requested to admit patient and carry out ID, allergy, and dermatology consultations. The patient requested vascular surgeon referral for removal of right gsv vein as they did not want to be discharged, only to worsen again. The right gsv was removed. No further information available at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.